Manufacturer narrative:
(B)(6). Additional product code: hwc. (Therapy date): unknown date in mid-2016. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing site: (B)(4). Manufacturing date: february 01, 2016. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient initially underwent surgery for an open reduction internal fixation (orif) of a left distal humerus fracture mid-2016. The patient was implanted with two plates, four 3.5mm cortex screws, and eleven 2.7mm variable angle locking screws between the two plates. The patient was also implanted with either a 2.4mm or 3.0mm headless compression lag screw and a 6.5mm or 7.3mm cannulated screw with washer placed in the olecranon. The patient was seen on an unknown date post operatively by a different surgeon for range of motion issues. The patient was returned to the operating room on (B)(6) 2016 and it was noted that the medial distal humerus plate was broken in two pieces at one of the screw holes. All fragments were easily retrieved. A malunion and delayed healing were also noted and it is unknown if the broken plate, malunion and delayed healing were known prior to the revision surgery. The second plate and all screws were found to be intact. The surgeon removed all hardware and revised the patient with a longer medial plate, an olecranon plate and sixteen screws. The surgery was completed successfully without delay and the patient was reported as stable. Concomitant devices: 2.7mm/3.5mm va-lcp postlat dstl hum pl 3h/lt/75mm-short (part 02.117.303, lot 8169856, quantity 1), 3.5mm cortex screws (part unknown, lot unknown, quantity 4), 2.7mm variable angle locking screws (part unknown, lot unknown, quantity 11) 2.4mm or 3.0mm compression headless lag screw (part unknown, lot unknown, quantity 1), 6.5mm or 7.3mm cannulated screw with washer (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).